Event description:
Caller reported potential false negative urine hcg results. No pt info provided.

Event description:
Reporter alleged obtaining the results of 263 mg/dl and 401 mg/dl on compact plus system 1 compared back to back with a result of 180 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the drum was empty, so no strips will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B)(4).